Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jetd kit. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the penumbra system jetd reperfusion catheter (jetd) through a neuron max 6f 088 long sheath (neuron max), then used a non-penumbra stent retriever device to engage the thrombus in the target vessel. Next, the physician retracted the stent retriever device partially into the jetd, and while pulling the jetd and stent retriever device, the physician noticed a portion of the jetd radiopaque band had broken off. The physician was able to successfully remove the jetd, stent retriever device and broken jetd radiopaque band as a unit. The procedure was completed using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), and the same neuron max. There was no report of an adverse effect to the patient.